Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(4) 2018, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(4) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. Information received reported the patient's pain pump was removed due to infection. No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on 2019-aug-15 reported the explant occurred on (B)(6) 2019. The medication in the pump was hydromorphone. It was noted that both the pump and catheter were explanted due to an infection. No further complications were reported/anticipated.